Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 270 mg/dl at the time of the incident. The customer was at 355 m/dl when they had difficulty breathing. They treated with 4.3 units and went up to 454 mg/dl and they were rushed to the emergency room. The customer was given intravenous insulin, potassium, and other fluids to treat. The customer experienced symptoms such as difficulty breathing, vision issues, vomiting, racing heart, inability to speak or walk, loss of consciousness, hot and cold sweats. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was advised to try alternative insertion sites. Customer also reported that the pro set that put them into diabetic ketoacidosis due to kinking. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.